Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was 62 mg/dl. Customer went to the hospital due to low blood glucose levels. Customer advised their medication resulted in low blood glucose levels. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.